Event description:
The self test failed when the t1 was powered on, and tf 431015 was generated with an alarm and did not start up. Therefore, I turned off the power once. When the power is turned back on, the t1 has booted normally. The t1 was delivered in (B)(6) 2018. The customer wants to know the cause. What do you think is broken?

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause could not be identified since the startup issue is not reproducible. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.